Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found. Tool marks were noted on the device can/shield. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high rv coil impedance, oversensing in the tip to coil configuration, and a possible fracture. The rv lead was explanted and replaced. It was also reported that the device was damaged during the procedure. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.